Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor issues. The customer reported inaccurate readings with the sensor reading and blood glucose readings. The customer also reported sensor error alerts. Troubleshooting found a bent sensor and another sensor missing a cannula. The product will not be returned for analysis.